Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer stated that upon removal pieces remained inside of her. Consumer developed vaginal irritation which turned into vaginitis. Manual removal was successful.